Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met and the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the lead integrity alert (lia) triggered due to the sensing integrity counter (sic), high frequency non-sustained ventricular tachycardia (nsvt) episodes, and high impedance. The physician was able to reproduce short v-v intervals with manipulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.